Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. Motor passed motor test. The buttons responded properly. No moisture damage or corrosion was found on the button or keypad traces noted. The insulin pump was received with cracked display window and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error and was unable to clear the alarm. The device was not exposed to high magnetic field. The device was not dropped and connections were ok. Customer discontinued use of the device and reverted to back up plan. Customer's blood glucose was 430 mg/dl. No further information reported.